Event description:
A distributor in (B)(6) reported that they found sixteen (16) rt132 infant breathing circuits had missing an adaptor kit. This was observed during the OEM's inward goods inspection, prior to pt use.

Manufacturer narrative:
(B)(4). The devices were not returned to the MFR for inspection. The investigation is based on the event description and a photograph provided by the OEM. Results: although we did not receive the devices that were reported to have missing adaptor kits, a photograph provided by the distributor identified which kit was missing. A lot check was not performed as no lot numbers were provided. Conclusion: each breathing circuit kit consists an adaptor kit in a separate packaging which is grouped together during assembly. It is possible that operator error has resulted in the omission of the adaptor kit. There are standard operating procedures (sops) in place to assist operators on the production line to correctly pack breathing circuits. This consists of a specific pack card detailing all components required, which must be displayed at the packing station. The missing kits were noticed during the inwards goods inspection by the distributor. The distributor/MFR reprocesses and repackages this product before selling it to the end user. (B)(4).